Manufacturer narrative:
Analysis of the catheter revealed an incorrect assembly or suture at the pump connector. A small portion of the catheter was returned, including a straight pump connector. There were indents in the suture ring area of the connector, which indicated that a suture had been applied there. However, there were unusual indents on the outside surface of the most proximal part of the connector. These indents are not typically seen on similar connectors that have been returns. The location of these unusual indents may have indicated that the catheter was not correctly attached to the outlet port of the pump.

Event description:
It was reported that, on the date of this report, a break and disconnection occurred at the pump connector. The catheter was replaced on the same date. The event was indicated to have occurred during a procedure. There were no patient symptoms or complications associated with the event. The patient status at the time of this report was indicated to be ¿alive-no injury¿. It was later reported that the previously reported event was determined when the site was opened for a pump replacement, which was done for end of life (eol).

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11417r70, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The pump reached normal battery depletion.